Manufacturer narrative:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) would not fill; it lost pressure during prep, and the balloon of another 5f mynxgrip vcd ruptured inside the patient. The balloon lost pressure upon inflation before the first stop. Hemostasis was achieved by manual compression for 25 minutes. Down time was extended by 3 hours because of the event. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure using a retrograde approach. The deployer is mynx certified. The patient did not have any relevant medical history such as bleeding disorder, hypertension, obesity, previous surgical procedures, peripheral vascular disease (pvd) or allergies. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer with ultrasound. The vessel type was arterial. Using ultrasound, the vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The devices were stored as per the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no visible damage in the distal end of the sheath after removal. The devices were not returned for analysis. The product history record (phr) reviews of lot f2318003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿balloon-balloon loss of pressure at prep¿ and ¿balloon-balloon loss of pressure¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the issues experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the loss of pressure reported. However, prepping/handling factors, access site vessel characteristics (although it was reported that there was no pvd/calcium within the vicinity of the puncture site) and/or concomitant device condition factors (although it was reported that there was no visible damage to the sheath) are possible since handling issues, calcification/pvd at the access site, and/or a frayed/damaged sheath tip can cause damage to the balloon, resulting in a loss of pressure. According to the mynxgrip IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during procedure preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the phr review, nor the information provided, suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) would not fill; it lost pressure during prep, and the balloon of another 5f mynxgrip vcd ruptured inside the patient. The ballon lost pressure upon inflation before the first stop. Hemostasis was achieved by manual compression for 25 minutes. Down time was extended by 3 hours because of the event. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure using a retrograde approach. The deployer is mynx certified. The patient did not have any relevant medical history such as bleeding disorder, hypertension, obesity, previous surgical procedures, pvd or allergies. The femoral artery suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer with ultrasound and angiographically. The vessel type was arterial. Using ultrasound, the vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The devices were stored as per the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in the distal end of the sheath after removal. Both devices are expected to be returned for evaluation.